Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer controller 2-1 experienced failure. A field service engineer (fse) replaced the drawer controller, after the device booted into the application and was updated to the correct firmware. The system was then placed into diagnostics for testing, and results were uploaded. Drawer 2.1 was successfully recovered in the application, and functionality was verified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was black, and upon inspection of the aux, a clicking noise was heard with no lights on drawer 2.1 while other drawers were lit. Drawer 2.1 was unplugged, which restored power, but reconnecting it caused the station to power off again, so it was left unplugged to maintain access to the remaining drawers. However, there were no delays or adverse events or injuries reported based on this event.